Event description:
Medical dr was attempting to advance a .038 guidewire and a jr4 5 french catheter up the right iliac and aorta. The wire went into the side of the aorta and appeared to dissect the vessel. Procedure was stopped and pt taken for CT (computerized tomography) scan. Found a localized intimal flap in the area where problem detected.